Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and was unable to duplicate the reported issue. Physio control reviewed the device data and discovered a transient event code in the devices memory that is indicative of a failure of the device to charge for defibrillation. Physio cleared event codes from the device memory and upon testing did not observed a return of the event codes. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation physio found a device code logged in the device's memory that is indicative of a failure of the device to charge for defibrillation. There was no patient use associated with the reported event.